Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reports a low battery alarm or short battery life. Troubleshooting was performed and found no damage to the battery compartment, battery cap contacts, and spring, however, the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. Initially the pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed the sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thump software was utilized and for the most part uploaded trace/history files properly with some parsing errors in the pump history file. No pump error 25 was noted during testing, in the power management graph, or in the pump history file. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After plugging a known good pcba2 and a known good pcba1 into the original case, the pump booted up normally. After plugging a known good pcba2 into the original pcba1 and then into the original case, the pump booted to a flashing medtronic logo screen. After plugging the original pcba2 into a known good pcba1 and then into the original case, the pump booted up to a flashing medtronic logo screen again. After plugging the original pcba2 into the original pcba1 and then into the original case, the pump booted up to an unexpected flashing medtronic logo screen once more. In summary, the customer's report of frequent battery changes was confirmed due to the high current draw. The flashing medtronic logo screen is due to a hardware issue with both boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.